Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2014 (specific date not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.